Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no allegation of an adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2017 with the following findings: a review of the black box showed a no cartridge detected alarm and was duplicated during the investigation. The pump was unable to be primed due to a load step malfunction. The pump cover was removed to find a cracked trace at the force sensor pin. The pump was unable to detect force during the force sensor calibration reading. A leak test passed. Moisture corrosion was found only on the battery cap. Other parts of the pump do not have moisture. The battery cap top was stripped. A test cap was used for all steps and was able to tighten fully to the pump. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.